Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that device entrapment occurred. A 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the opticross outer catheter got stuck in the non-boston scientific stent or in the proximal part of the lesion. Immediately after the event, the accumulated torque twisted the opticross catheter so that it could not be inserted into the guiding catheter nor inserted into the sheath at the femoral puncture site. The surgeon eventually made an incision at the puncture site and removed the device. The procedure was completed, and patient recovered without any problems.